Event description:
It was reported, the pt received a low battery warning from her ipg. An sjm representative cleared the warning and longevity calculations revealed premature battery depletion. The next course of action is undermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. See scanned page.